Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a blunt knife was noted with unknown procedure involvement. Patient involvement or impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. Received 1 opened knife in a blister. The returned open sample was examined per facility procedure and was determined to be visually nonconforming due to excessive flash around the blade tip area. A review of the related device history records (DHR) for the reported lot number was performed and no anomalies were found. The product was released based on the products acceptance criteria. Excess flash to the tip area of the blade like that observed on the returned sample can result in a complaint as "blunt knife" described by the customer. The excess metal on the tip cutting edge was not completely removed during the manufacturing (ep) process. This is considered as improper electropolish. (B)(4).